Event description:
It was reported while using bd vacutainer® sst¿, 2 tubes exhibited closure separation on their automated instrument where the shield separated from the stopper leaving the stopper in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6) there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 2 tubes exhibited closure separation on their automated instrument where the shield separated from the stopper leaving the stopper in the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 11 photos and 2 videos for investigation. The photos and videos were reviewed and show tubes with hemogard shields separated from the stoppers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.